Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that patient was hospitalized on (B)(6) 2025 due to hyperglycaemia and diabetic ketoacidosis. The blood glucose when admitted to hospital was 360mg/dl and the with value of ketones was 3.0 mmol/l. The patient was treated with insulin pen, insulin drip and paracetamol. From the hospital. The length of hospitalization was less than 24 hours. The patient experienced symptoms such as nausea and headache. No further information available.